Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call air bubbles anomaly inside the reservoir and high blood glucose. Customer's blood glucose level was 400 mg/dl. Troubleshooting for air bubbles anomaly was performed. Customer advised they fill the reservoir with room temperature insulin and they insert a new infusion set which worked properly. However, the customer advised a few hours later there are air bubbles close to the p cap. Customer advised they replaced their infusion sets and reservoirs properly. Customer was advised replacement reservoirs would be sent out and they agreed to return the products for further analysis.